Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2024-01858, submitted on 06/10/2024, was submitted in error. This report was found to be a duplicate of the initial MDR report with FDA reference #0003015876-2024-00394, submitted on 02/21/2024.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.